Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer was hospitalized. The customer indicated having symptoms consistent with high blood glucose levels including vomiting. It was reported that the insulin pump of the customer was removed at the emergency room and it was found that the cannula of the infusion set for the insulin pump was bent. Troubleshooting was done. The customer has reverted to the use of manual insulin injections until she can speak to the health care provider. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.